Manufacturer narrative:
Corrected information: evaluation codes; narrative text. (B)(4). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The esheath was returned to edwards lifesciences for evaluation. The sheath was received with the introducer fully inserted. Visual inspection of the device revealed a slight bend on the introducer and sheath. A sheath shaft liner tear approximately 8.5 inches in length and slight scratches along the entire length of the sheath shaft were observed. Dimensional analysis of the esheath liner thickness was performed. All measurements met specification. No functional testing could be performed due to the condition of the returned device. DHR review was performed on the work orders most relevant to this event. None of the work orders revealed any manufacturing issues that could have contributed to this event. No deficiencies with the IFU or training manual were identified. During the manufacturing process, the esheath undergoes multiple 100% manufacturing and quality inspections. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. The complaint of the sheath shaft liner torn was confirmed based on the visual inspection of the returned sheath. No manufacturing non-conformances were identified as the seam expanded as designed and the liner thickness measurements met specification. A definite root cause could not be identified. Patient factors (calcification, tortuosity, mld) or procedural factors (sub-optimal insertion/placement angle) could potentially damage the sheath shaft liner. Such damage could lead to immediate cutting/tearing, or could weaken the liner. This weakening could lead to tearing during the advancement or retrieval of the delivery system and have the potential to contribute to this type of event. The minimum required vessel diameter for a 16fr esheath is 6.0 mm. The patient¿s access vessel mld measured 8.56 with no calcification and moderate tortuosity reported. In this case, the exact cause of the femoral artery dissection cannot be confirmed. In addition to procedural factors (manipulation of the devices, resistance during removal), patient factors (vessel mld, calcification, tortuosity) may have contributed to the femoral artery rupture. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the november 2016 control limits for this trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, a 29mm sapien 3 valve was successfully deployed with nominal volume. After the commander delivery system was removed, the introducer was inserted into the esheath in order to remove the sheath. The suture was cut and the esheath was pulled back without rotating it. Resistance was encounter when about half of the sheath was removed. The sheath was pulled harder and ¿suddenly¿ the sheath ¿popped out.¿ it was then observed that halfway down the sheath the dilator was protruding out of the sheath shaft. The vessel closure system did not work and angiography indicated a rupture somewhere on the height of the puncture. Three (3) covered stents were implanted via a cross-over manoeuver. The third stent stopped the bleeding. The patient required stored blood and catecholamine. At the time of this report, the patient was in stable condition in the ICU. The access vessel minimum luminal diameter measured 8.56mm with no calcification and moderate tortuosity reported.

Manufacturer narrative:
(B)(4). System updates pending. Results: known inherent risk of procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The esheath was discarded and was not returned to edwards lifesciences for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be completed. DHR review was performed on the work orders most relevant to this event. None of the work orders revealed any manufacturing issues that could have contributed to this event. No deficiencies with the IFU or training manual were identified. During the manufacturing process, the esheath undergoes multiple 100% manufacturing and quality inspections. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. The complaint of the sheath shaft liner torn could not be confirmed as the device was not returned for evaluation; however, DHR review, complaint history analysis and review of manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint. A definite root cause could not be identified. Patient factors (calcification, tortuosity, mld) or procedural factors (sub-optimal insertion/placement angle) could potentially damage the sheath shaft liner. Such damage could lead to immediate cutting/tearing, or could weaken the liner. This weakening could lead to tearing during the advancement or retrieval of the delivery system and have the potential to contribute to this type of event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. The patient¿s access vessel mld measured 8.56 with no calcification and moderate tortuosity reported. In this case, the exact cause of the femoral artery dissection cannot be confirmed. In addition to procedural factors (manipulation of the devices, resistance during removal), patient factors (vessel mld, calcification, tortuosity) may have contributed to the femoral artery rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.